Manufacturer narrative:
Manufacturer's analysis conclusion: the report of suspected thrombus and a specific cause for the elevated ldh cannot be conclusively determined. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 for elevated ldh, increased plasma free hemoglobin, and suspected thrombus. Their ldh trended down over time but remained elevated. On (B)(6) 2020, the patient ldh increased significantly. No alarms were reported. Two log files were submitted to and reviewed by technical services. The results were communicated to the customer. The log files contained overlapping data, spanning from 20dec2019 19:37 to 23jan2020 09:27, per the timestamps. The fixed speed was set at 9000 rpms and the low speed limit was set at 8400 rpms. The log file captured elevations in pump power and calculated flow. Pump power ranged from 5.4 watts to slight elevations as high as 10.7 watts, while pump flow ranged from 5.4 lpm to elevations as high as 11.8 lpm. Avg. Pi ranged from 3.2-6.6, respectively. The pump remained above the low speed limit for the duration of the log files. A specific cause for the changes in pump parameters cannot be conclusively determined. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in clinic and elevated ldh was noted. The site expressed concerns for pump thrombosis. While in patient elevated pump powers were observed. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized on (B)(6) 2019 due to elevated ldh and suspected pump thrombosis. The hospital detailed the patient's ldh remained above baseline during hospitalization. The pump was functioning as intended with no indication of pump malfunction. No further information was provided.

Manufacturer narrative:
Section d4: corrected information.